Event description:
It was reported that the insulin pump alarmed an error, which indicated that the device had experienced an unexpected restart. The blood glucose reading was 273 mg/dl. The customer was advised to monitor the insulin pump and to call if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.